Event description:
During replacement of a laparoscopic trocar, a sponge type 5mm swab used to clean the inside of the trocar ripped off and was temporarily retained in the pt. The surgeons were eventually able to retrieve the piece of sponge after 2 hours of searching.